Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. The boston scientific technical services consultant reviewed the transmission report where the device appeared to be functioning as programmed, requested for the local representative to evaluate this ra lead and recommended to consider reprogramming and reprogrammed was performed. As of this time, this ra lead remains in service. No adverse patient effects were reported.